Manufacturer narrative:
Pump successfully downloaded traces and history file using thump software. The pump passed self test, active current measurement and sleep current measurement. No relevant alarms during testing. The adapt tool was utilized to search for alarms that may have occurred in the past to confirm complain code, that might of trigger the reason complain. During download history review no relevant alarms confirm in download history files to confirm complain code. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly. Per visual inspection it was determine that the ingress of water corroding harness assembly vibrator. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, cracked case and cracked case (battery tube). In conclusion, customer concern for unexpected battery power loss not confirmed during testing. No low battery alarms or unexpected battery power loss noted. Exposed to moisture confirmed on vibrator harness assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for replace battery alert/ replace battery now alarm. This was the second occurrence of receiving replace battery alert without receiving a low battery warning first. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.